Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent was not properly crimped on the balloon. The lesion was located in the circumflex (cx). A taxus liberte 2.75x16mm drug eluting stent (des) was advanced through a jl4 guide catheter. Before deploying the stent, the physician realized that the stent was not properly crimped on the balloon. The physician was able to remove the stent delivery system (sds) without losing the stent inside the patient. The procedure was successfully completed with a cypher 2.75x18mm des. There were no reported patient complications. No further information is available in regards to this complaint. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.